Event description:
Customer reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing comprehensive information on resetting the pump and guided the caller through the process. Following the reset, the cgm error code was resolved, and the customer successfully initiated a new sensor session.